Event description:
Our office in (B)(4) received a report from a female pt calling to report that she experienced ocular hyperemia, a foreign body sensation, and pain earlier this year after wearing lenses which had been treated with consept 1-step. She sought treatment from her ophthalmologist, and was instructed not to wear her lenses for several weeks. She resumed lens wear (B)(6) and was diagnosed with corneal erosion by same ophthalmologist on (B)(6) 2012. The pt was told to discontinue lens wear again (it is unk if she had medications prescribed). Resolution of the pt's symptoms is currently unk.

Manufacturer narrative:
Lot number of solution used by pt is unk. It is unk if the device failed to meet specs as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unk. The incident reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. All pertinent info that is available has been submitted. Should add'l info become available, that changes the facts or conclusion, a supplemental report will be submitted.